Event description:
Customer reported false positive results with the ID now covid-19 assay on a nasal swab sample performed on (B)(6) 2022. The patient had confirmatory pcr testing (date unknown) on a saliva sample which presented a negative result. Customer reported that the patient was asymptomatic. No further information regarding health impact or outcome was provided.

Manufacturer narrative:
Similar product to 190-000. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation or vigilance reporting.